Event description:
Complainant alleged that attempting to treat a pt, the device displayed a "defib pad short" message and was unable to obtain and ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the pt, and the device was unable to obtain an ECG rhythm. Complaint indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the device for evaluation and this complaint is still under investigation.